Event description:
The customer reported that there were two generators and two grounding pads in use during a mammary reconstruction and heteromorphy of abdominal area. Before attaching the grounding pads, cavilon from 3m was applied at the pad sites. The pads were attached on each of the patient's thighs. The output was set at 20w and the procedure took about 8 hours (both generators kept working for 6 hours without pausing). After the procedure it was noted that the patient had a 1 to 3 cm blister on one thigh. The patient condition was reported as recovered.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.